Event description:
It was reported that the device exhibited atrial undersensing resulting in episodes of inappropriate auto mode switch. Programming changes were suggested. No patient symptoms were reported.

Event description:
New information received indicated that the patient presented to the clinic on (B)(6) 2022, and the suggested programming changes were made. The patient was stable.